Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A batch history review (bhr) of regp4535 showed eleven other similar product complaint(s) from this lot number.

Event description:
It was reported that it was difficult to remove the stylet. After removal, there were floccules with the wire.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of residues present on the stylet is confirmed. One photo sample of a hydrophilic stylet was provided for evaluation. The stylet is being held by a gloved hand with blood residue visible. White, opaque residues were visible on the stylet extending along the entire length. Based on the information and image provided, the material observed on the stylets may be the hydrophilic coating applied during the manufacturing process. A review of the manufacturing records did not reveal a potential root cause that may have contributed to the reported event. Possible contributing factors include retraction of the stylet through the t-lock prior flushing. Since residues were observed to be present on the stylet, the complaint is confirmed, but the exact contributing factors leading to the issue remain unknown at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that it was difficult to remove the stylet. After removal, there were floccules with the wire. No other information was provided.